Event description:
Event description guidant received information that this implantable endocardial lead appeared to be undersensing ventricular tachycardia and ventricular fibrillation (vt/vf). The device was able to detect the wide complex tachycardia but there was some undersensing of low amplitude rhythm. In addition, rate smoothing may have contributed to some delay in detection of vt.